Manufacturer narrative:
Care personnel were lifting a pt when a component allegedly broke and the consumer had fallen. The pt allegedly required medical intervention in the hospital. Lift is currently not in service. The lift is over 10 yrs old and no longer in warranty. The lift maintenance and service history is unk. Malfunction not confirmed. Product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse, abuse, lack of maintenance that may have caused or contributed to this alleged incident. MFR is attempting to obtain product for inspection.

Event description:
The consumer was being transported when the spindle from the boom allegedly broke off, causing the consumer to fall on to the floor. No serious injury is alleged at this time.